Event description:
The recipient reportedly experienced pain above the implant site. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this adverse event as closed. The recipient reportedly experienced pain with and without device use. The recipient's issues have resolved. . Legislation has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed at the request of the nca and no anomalies were noted. No further details will be provided. Advanced bionics considers the investigation into this adverse event as closed. The recipient reportedly experienced pain with and without device use. The recipient's issues have resolved. . Legislation has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.